Event description:
It was reported patient underwent a knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to instability. The bearing was removed and replaced with another biomet bearing.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, it is the responsibility of the operating surgeon to determine whether there is adequate initial fixation and stability."